Manufacturer narrative:
The customer¿s report of a leak from both ends of a filtered extension set was not confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported lipids leaked from both ends of the filter extension set while in use on a patient. There was no report of patient harm.